Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease/herniated disc pain. It was reported that the patient was just implanted with a pacemaker and they think the scs device is affecting the pacemaker. The caller wanted a manufacturer's representative (rep) to come out and check on the implant. The patient is due to have the scs device replaced as well. No further complications were reported or anticipated. No symptoms were reported.